Event description:
Staff nurse was doing routine check on defibrillator and was shocked. There was no liquid on the rn's hands or floor to conduct the charge. Rn used standard procedure she has used since originally in-serviced on the use of the defibrillator.